Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a system error 320 while in use on a pt. This alarm was reported to have interrupted therapy for an unk amount of time. It was also reported that there was no known pt injury.